Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have always had incontinence and thought the device helped for a while but now they have more leakage and their bladder is not emptying. They are having to get up several times at night. They went to the doctor a couple days ago and the doctor said their bladder was not working and they might get to the point where they have to do a self catheterization. The doctor did a special test and patient was not using their bladder to empty at all. Patient also keeps getting bladder infections. Patient reported these symptoms started a couple years ago, prior to getting their current device implanted in (B)(6) 2024. They were going to monitor patient for 6 months and the doctor directed the patient to call the local company rep for questions about the device as the patient was not sure if they should change settings or if the device would work since their bladder is not working. Patient has not yet been successful in reaching the rep but has their phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.